Manufacturer narrative:
Concomitant medical products: product: ID 37761, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97713, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); product ID: 37761, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) non-malignant pain. It was reported patient had two implants and two rechargers. Patient mentioned the connector pin on one of his desktop charger (dtc) cord broke off completely and patient had been using the other cord but noticed ins recharger would not charge. Patient mentioned remaining dtc connector pin was bent and wiggles when plugged in. Patient stated he called rep who told patient to take it easy and called patient services today. Patient mentioned that he turned stimulation ¿all the way down to barely nothing because patient was scared it was going to go completely off and my pain was coming back¿. It was noted dtc was damaged, patient was in pain and broken connector pin. This would considered a sudden change in therapy or symptoms. Additional notes from patient stated patient had memory loss from medication. Patient mentioned having fibromyalgia, pain disorder but confirmed neither were related to device. Patient mention his stim were implanted because patient got hurt at work and patient couldn¿t walk, was in pain in his back and it was horrible. No further complication and event were reported.